Event description:
It was reported by service report that the brakes were not holding. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: the brake plates were worn and had to be replaced.